Event description:
In situ tested showed affected channels. The clinic was monitoring the user and the family has decided to proceed with revision surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ tested showed affected channels. The clinic was monitoring the user and the family is considering revision surgery.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. Additionally wire breakages due to excessive mechanical stress were observed. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ tested showed affected channels. The user has been re-implanted.